Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The event date is an estimation. System was reportedly explanted 2-3 years ago.

Event description:
Related manufacturer reference number: 1627487-2020-01439; related manufacturer reference number: 1627487-2020-01441; related manufacturer reference number: 1627487-2020-01442; related manufacturer reference number: 1627487-2020-01443. It was reported that the patient had their system replaced with a competitor system for an unknown reason on an unknown date.